Event description:
It was reported that the electric dermatome handpiece was delivered to the customer in the first week of (B)(6) 2014. During commissioning, it was found that handpiece was not working. There was no pt harm or delay reported.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.